Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) and healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a staph infection. Antibiotics required. The ins and leads were explanted.